Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure on (B)(6) 2012 surgeon could not disconnect the extension arm. Surgeon reports the distraction can still be completed. Reportedly, pt was still bleeding from the skin wound the pt experienced blood intraorally and experienced a lot of pain postoperatively. Pt was returned to the operating room on an unk date and the product was removed. No info on what the pt was revised to. This is 1 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
(B)(4). The performed investigation could not detect any material faults. The present extension inner arm broke, according to a ductile forced fracture mechanism during an instantaneous overloading. It can be assumed that the implant broke during disconnection of the arm due to a blocked inner and outer arm. The two parts were pre-assembled prior to packaging and shipment. (B)(4): placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the device history record for (B)(4), removable extension arm flex for 40mm cmf distractor, lot number 6623840 showed the measurements for sub-component (B)(4) were acceptable and met specifications.